Event description:
Revision surgery - due to wear on the tibial poly causing the patient instability.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 13.7 years of patient use. The outcomes attributed to this event are a required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. A review of the device history record could not be completed due to a lack of information on the part number and lot number. The root cause was most likely due to wear over a 13.7 year device life. There are no indications of a product or process issue affecting implant safety or effectiveness.